Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that temperature readings were incorrect. A intellanav mifi open-irrigated ablation catheter was selected for a premature ventricular contractions (pvc) originating in the right ventricular outflow tract (rvot) ablation procedure. During use it was noted that the catheter temperature showed 80 degrees celsius on the maestro 4000 generator. The procedure was completed using another of the same catheters. No patient injury was reported.